Event description:
Patient implanted with h3 devices (B)(6) 2024 in switzerland. Patient was experiencing pain but no issues could be detected during imaging modalities. Patient underwent revision surgery in switzerland (B)(6) 2026 and while removing the talar implant, it was discovered that one of the pegs had broken. All implant components were removed and replaced with new h3 implants.